Event description:
Altitude alarm was reported with the pump, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer has experienced the same issue previously and regularly performs maintenance, such as cleaning the speaker holes. Technical support decided to replace the pump, as there was no immediate backup therapy available. Customer was advised on steps to follow after receiving the new pump and instructed to return the faulty pump using the provided pre-paid shipping label.